Event description:
It was reported that when patient presented for a follow up exam wireless communication via telemetry programmer was unable to be established. Upon using a wand instead of a radio frequency telemetry tower, normal device interrogation was observed. Patient was paired with a remote transmission via merlin.net transmission and it was not successful. Upon review of the session records radio frequency was functioning. The device will continue to be monitored. Patient was stable prior and post event occurrence.